Event description:
It was reported that this right ventricular (rv) lead exhibited t wave oversensing resulting in pacing inhibition. As a result, the health care professional (hcp) programmed the device from bipolar to unipolar mode due to large r wave amplitude. The programming switch ultimately led to noise. Boston scientific technical services (ts) recommended to bring the patient to clinic and switch the device back to bipolar. No adverse patient effects were reported. This product remains in service.